Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 98 mg/dl vs. 130 lab. Tests were done within 10 minutes with a difference of 25%. Patient did not experience any adverse events.